Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was not maintaining hygiene. The patient was hospitalized due to the event and was treated with vancomycin injection (1g, ongoing, route, frequency and duration were not reported) and ceftazidime injection (1g, ongoing, route, frequency and duration was not reported) for peritonitis. At the time of this report, the patient remained hospitalized but has recovered from the event. On an unknown date, the patient's pd catheter was remove and the patient was switched to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.